Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No 510(k) provided as this device is not released for distribution in the united states. A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The computer for the navigation system was returned to the manufacturer for evaluation. Testing found that after 2-7 minutes of use, the display would go black. It was noted that the unit did not power down. The graphics card on the computer was suspected to be the root cause of the anomaly. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the computer of the navigation system was the probable cause of the anomaly. Analysis found that the software functioned as designed.

Event description:
Medtronic received information that, while updating application software on the navigation system, the computer powered down without prompt from the user. Restarting the computer and reattempting to install the software did not restore functionality. There was no patient present when this issue was identified. No additional information was provided.